Event description:
A customer reported that the power wake-up button on their device was not functioning correctly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.